Event description:
The customer reported that the system intermittently has no image on the left monitor.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep reseated the display adapter and all video cables to both monitors. He ran video tests. The system operates as intended.